Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. - 27 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events ;30 events were reported for this quarter. Product return status; 12 devices were received. 18 devices were evaluated based on historical data analysis. Additional information; 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.